Event description:
Medtronic received info that this bioprosthetic pulmonary conduit, implanted 18 months, was explanted due to stenosis and dissection within the lumen.

Manufacturer narrative:
(B)(4): eval results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.